Manufacturer narrative:
H11: h2: corrected information on: h6 (type of investigation).

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscal repair procedure, after the t1 anchor of the fast-fix 360 was deployed behind the meniscus, the spring inside the needle did not retract to pick up t2 even when the grey collar was pulled back to the starting position. The surgeon advanced and retracted the grey collar again, but the spring did not move. T1 was pulled out of the meniscus by pulling on the suture, no material was left inside the patient. The procedure was resumed, with a non-significant delay, using an equivalent s+n back-up. No further complications were reported.